Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number gd884445 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient experienced an accidental disconnect. Treatment and outcome were not reported. Concomitant medications were not reported. On (B)(6) 2011, the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On an unreported date, the patient's health declined in regards to his health status. The patient could no longer walk, became confused at night and tried to crawl out of bed. While hospitalized, the patient's pd catheter was pulled and the patient was placed on hemodialysis. While recovering, the patient was admitted into a nursing home residence. The nurse reported that the events health declining, could no longer walk and confused were not related to dianeal therapy but rather, related to age.